Event description:
Reporter noted three cases of bacterial endophthalmitis with surgeon. Patient 3 of 3: onset about 30 hours post-operation. Cultured enterococcus. Had "tppv" and intravitreal antibiotics. Condition reported as light perception (lp) vision.

Event description:
Additional info rec'd noted pt lost eye.